Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-01562. It was reported, the pt experienced pain in his shoulder and arm due to the location of his ipg while charging. The pt stopped using and charging his ipg several months ago. The pt also reported, he has not rec'd effective stimulation since implant. The pt is requesting to have his scs system removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.